Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer reported that the device was exposed to high temperatures and there was visible condensation under the screen. Customer also reported that her blood glucose level went from about 90 mg/dl to about 300 mg/dl very quickly. Blood glucose level at the time of the incident was 207 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.